Manufacturer narrative:
Correction: event.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted. On (B)(6) 2019, increase gradient value was reported. On (B)(6) 2019, a valve in valve was performed and tavi valve by corevalve was implanted. No patient consequences were reported.

Manufacturer narrative:
An event of an increase in gradient value and replacement of the valve with a tavi procedure was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted. On (B)(6) 2019, increase gradient value was reported. On (B)(6) 2019, the valve was explanted and exchanged for a tavi valve by corevalve. No patient consequences were reported.